Manufacturer narrative:
No medwatch form was received the reported impedance anomaly was confirmed in the laboratory. Analysis found a broken case wire inside the can. Due to the fracture found, high lead impedance measurements would be affected as reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed in the laboratory. Analysis found a broken case wire inside the can. Due to the fracture found, high lead impedance measurements would be affected as reported.

Event description:
It was reported that the device was explanted due to intermittent high impedance. During the explant procedure, the physician found a problem with the v-sense setscrew.